Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient returned for a follow-up appointment approximately 2 months later where a device related thrombus was identified via computed tomography. The thrombus was on the face of the closure device measuring 6 x 6 x 11mm. Closure device position and shape remained unchanged from implant.